Manufacturer narrative:
Additional information: race.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. The device could not be interrogated even after multiple attempts were made using different programmers, different bluetooth dongles, different usb ports, usb extension with dongle directly over implanted device, turning all bluetooth devices off, multiple magnets, and multiple room locations in clinic. The issue was not resolved. The patient could record and transmit episodes via their phone. Transmissions were retrieved from merlin.net. Interrogation will be attempted again at patient¿s next scheduled follow-up. The patient was stable throughout.